Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Additionally, the customer was hospitalized; details and nature of hospitalization were not provided. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.